Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID (B)(4) serial# (B)(4): product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient was going to check their battery level to see if it needed changing, but it wouldn't come on. They changed the batteries and a little figure come on that said "por". No steps were taken to resolve the issues because it still hadn't been checked by a hcp. They were going to see the hcp on (B)(6) 2017.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient went in to an urologist and they "reset the programming on their device" and it was working alright.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient's ins battery had gone out on them again. Patient stated that if they could not get a battery to last more than 4 years, then she didn't want another put in. Patient reported that they tried to turn the patient programmer on to see if the battery needed changing however it would not come on, stating that the patient programmer was dead. It was reviewed that the patient programmer being dead didn't mean there was anything wrong with the ins battery. Patient reported they put new batteries in the patient programmer and it still wouldn't turn on and that the screen was blank. Patient even checked the batteries with a battery checker. Patient then put in new batteries and reported a warning power on reset (por). Furthermore, patient stated that it seemed like a way it was always better than when they were using it. Patient's always had a little bit of leakage each night and that was why they wanted to check the battery to see if it was set up since it had gotten worse. Patient stated that they had an appointment with the primary healthcare professional (hcp) to check the battery however they were not familiar with the device. No further complications were reported. [Please refer to (B)(4) for previous ins replacement].